Event description:
A customer contacted beckman coulter inc. (Bci) in regards to total protein module cup leak. No injury was reported.

Manufacturer narrative:
A bci field service engineer replaced the total protein module. The issue has been resolved.